Manufacturer narrative:
Analysis: the product was received in an explant kit in a cloudy tan solution. Visual inspection shows that a section of the sewing ring adjacent to the non-coronary left stent post appears to have been removed during retrieval, exposing the stent. Small cuts and tears are also noted along the sewing ring. Two pledgets remain attached to the outflow edge of the sewing ring. All leaflets are slightly retracted. Pannus extends over the tissue and base stitching, onto the margins of attachment of all cusps on the inflow, into the inferior coaptive areas and 1 to 3 mm onto all cusps slightly reducing the inflow orifice area. Pannus remains attached to the stent posts and outflow rail extending over to the margins of attachment of all cusps and 1 to 1.5 mm onto the non-coronary and left cusps on the outflow. Pannus is also present on all commissures and covers the right cusp on the outflow. Radiography shows no evidence of mineralization of the valve. Review of the device history record shows that the product met manufacturing specifications when released for distribution. Conclusion: reduced performance of the device due to host tissue overgrowth. Device explanted and replaced without reported complication.

Event description:
Medtronic rec'd info that this bioprosthetic mitral valve exhibited regurgitation after approx 1.5 years of service. The pt had a history of valve disease, with several operations on both native and prosthetic valves. The valve was replaced without reported complication.